Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, when a contrast medium was inserted into the balloon in the esophagus, it leaked from what appeared to be a pinhole hole and was determined to be defective. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, when a contrast medium was inserted into the balloon in the esophagus, it leaked from what appeared to be a pinhole hole and was determined to be defective. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 71mm from the tip of the device. Also, a picture was attached where it can be observed the device in the patient's anatomy, however no damages can be observed. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon pinhole was confirmed. The returned device was inflated without problems; however, it was not able to hold pressure due to a pinhole located approximately 71mm from the tip of the device. Also, a picture was attached where it can be observed the device in the patient's anatomy; however, no damages can be observed. It is possible that the pinhole found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices, or anatomical factors. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Therefore, the most probable root cause is adverse event related to procedure.